Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile, serial number (B)(4), catalog 3501645. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the right breast prosthesis and capsular contracture baker grade iii on the left breast prosthesis were diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant 440cc gel prostheses. This report is for the right breast prosthesis.

Manufacturer narrative:
Mentor received additional information on 4/11/2018: date of event: (B)(6) 2017. Rupture of the right breast prosthesis was diagnosed post procedure via self examination on (B)(6) 2017. Capsular contracture baker grade iii of the left breast prosthesis was diagnosed post procedure on (B)(6) 2018. The patient fully recovered. The device history record (DHR) was reviewed on 4/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/12/2018, mentor became aware that the returned device does not match what was originally reported. The reported product was not returned. As a result, no further analysis will take place. If the correct device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).